Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and a performed visual inspection and found one of two sensor needles bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. The last sensors were found separated from the base needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he had two sensors that broke. One broke off in the serter and is still stuck in it. The other the needle came off. Customer doesn't recall blood glucose at the time of the sensor issues but last was 81 mg/dl. Customer stated part of the sensor was in the serter. It went into her skin and the needle bent. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.